Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was hook up to the monitor and nothing happened, and it does not work. The issue was identified during preparation for an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device was hook up to the monitor and nothing happened, and it does not work. The issue was identified during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.